Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Company representative reported via phone call that there were missing pieces on the reservoir compartment. Reservoir would not stay in. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with half broken off reservoir tube lip noted; tested with a test p cap and p cap did not lock in place properly. The insulin pump had minor scratches on the lcd window, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and missing the reservoir tube o ring.